Manufacturer narrative:
Device evaluated by manufacturer: lotus edge valve delivery system was returned for analysis. The device was returned sheathed to the nosecone with the sterilization bottle attached. The device was then unsheathed and flushed. During inspection a break was identified at the push pull rod at position 1. The lotus edge valve was manually separated from the delivery system. The device was then partially sheathed to maximally expose the push pull rods. The push pull rod and the buckle at position 1 were further examined using scanning electron microscopy (sem). Some bending deformation was observed at the end of the ramp section of the push pull rod with the tensile on the front of the ramp side and compression on the under side. This indicates the break potentially imitated from the undersurface of the push pull rod. The compression observed on the push pull rod could be linked to the buckle deformation. A recreation was performed to understand the cause of the complaint event. Based on the findings of the recreation it is most likely that the release pin pulled which was then followed by a paddle break. The lotus edge device was unsheathed in a simulated use model. Release pin 1 was manually pulled, push pull rod 1 stayed engaged with the post top, giving a semi floppy post appearance (which is consistent with the description of the post movement reported to have happened during the complaint event). The device was then brought towards lock and the push pull rod and post top stayed engaged until the post to braid suture came into tension. The freedom of movement of the rod while disengaged with the post top is increased.

Event description:
It was reported that a floppy post occurred. The native aortic annulus was moderately to severely calcified. A 27mm lotus edge valve was inserted in a normal manner and tried to cross the annulus. During this time the safari2 guidewire turned around and it was not possible to place it in a correct way. The lotus edge valve was removed and the guidewire was repositioned. The lotus edge valve was reinserted and placed correctly in the annulus. The first deployment was too high and the lotus edge valve was resheathed for repositioning, in accordance with the instructions for use (IFU). During resheathing one post seemed to be floppy. During the second attempt to open the valve, the post appeared to be floppy again. The lotus edge valve was resheathed and removed from the patient without any problems. A second device was deployed with no issues. However, returned device analysis revealed a broken push pull rod.